Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-06486. It was reported the patient has been experiencing pain at the lead site ever since falling. X-rays were taken and both of the patient's leads (for off-label use)were found to have migrated. An impedance check revealed no anomalies. A company representative attempted to reprogram the patient but pain at the lead site remained. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Correction to previously reported information.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-06486. Follow up revealed that the leads were not explanted as previously reported on 20 november 2017; reference MFR report under MDR 1627487-2017-06485 supplement 1. The leads were revised.

Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2017-06486. Follow-up revealed the patient's leads were explanted and replaced.

Event description:
Device 1 of 2 . Reference MFR. Report#: 1627487-2017-06486. Follow-up revealed the patient's issue has resolved.